Event description:
Event description boston scientific crm received information that during a follow-up visit, this pacemaker could not be successfully interrogated. This device is part of an advisory regarding a low voltge capacitor component, and has exhibited a symptom consistent with those described in the advisory. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that during a follow-up visit, this pacemaker could not be successfully interrogated. This device is part of an advisory regarding a low voltage capacitor component, and has exhibited a symptom consistent with those described in the advisory. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services suggested a magnet be placed over the device to verify functionality and offered interrogation troubleshooting. The outcome of this event is unknown. Attempts to obtain additional information have been unsuccessful. If additional information becomes available, this event will be updated. The device remained implanted following the initial observations and was subsequently explanted and returned for routine testing over seven years later. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.